Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer; however a photo was provided and a photo review will be performed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft deployment procedure at the external iliac artery by overlapping another stent, the outer sheath of the delivery system was allegedly shown to be torn. Reportedly, the tracking anatomy was tortuous with tight curves and the tracking vessel was severely calcified. The device was removed and the procedure was completed without any additional stents. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: based on the image provided and the evaluation of the returned sample the alleged fracture of the outer sheath leading to a deployment failure could be confirmed. The system was found activated and the fracture was identified at the proximal end close to the catheter reinforcement. Distal and proximal of the fracture site the outer catheter was found plastically elongated which indicated that a high release force was present before the system broke. No indication was found for a process related issue. Potential factors which may have caused or contributed to the reported issue have been considered. As a result of the investigation performed the complaint is confirmed. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' And 'carefully remove the delivery system from its packaging and inspect for any damage or defects.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' (B)(4).

Event description:
It was reported that during a stent graft deployment procedure at the external iliac artery by overlapping another stent, the outer sheath of the delivery system was allegedly shown to be torn. Reportedly, the tracking anatomy was tortuous with tight curves and the tracking vessel was severely calcified. The device was removed and the procedure was completed without any additional stents. There was no reported patient injury.